Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed a hematoma at site of device implant as well as at the xiphoid incision which resulted in a subsequent infection. The physician elected to explant the system and treat the patient for infection. No additional adverse patient effects were reported.